Event description:
An adhesive issue was reported with the adc device sensor. The sensor detached after 1 day of wear and customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as feeling unwell and convulsions. Customer was unable to self-treat and received unspecified treatment from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device sensor. The sensor detached after 1 day of wear and customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as feeling unwell and convulsions. Customer was unable to self-treat and received unspecified treatment from a third-party. There was no report of death or permanent injury associated with this event.